Manufacturer narrative:
Direct: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd-legacy 1, mdl 6400, pump was alarming no disposable detected while in use. No adverse patient effects were reported. Per reporter, no additional information is available at this time.